Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the physician observed a device notification suggestive of code 1003, indicating battery voltage may be too low for the projected remaining capacity. Technical services reviewed the available device data via latitude; however, no codes were identified at the time of interrogation. Due to the absence of sufficiently current data to confirm or refute the reported device notification, the observation of code 1003 could not be objectively verified or excluded. The device remains implanted, and the patient will continue to be monitored. No adverse patient effects were reported.